Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the additional or time have a negative impact on the patient? No. Which firing of the device did this event occur on? Every firing, starting from the first. What vessel or structure was the device fired on at the time of the event? Ductus cysticus. Was the clip fully advanced into the jaws prior to firing? Of course. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, they tried it outside of the patient again - same result. What were the indications for surgery? What was found? Cholecystectomise. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Did the aspirating bile result in any negative outcome for the patient? No, it hasn´t. How was the leak addressed? The ductus cysticus was not probably shaped by not completely closed clamp. Was there any change in the patient¿s post operative care? No, it wasn´t.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip hadn´t closed exactly. There was leakage of gallbladder liquid. Clips were malformed on the cysticus. Aspiration of the gallbladder liquid prolonged procedure by 45 minutes. No further consequences for the patient.